Event description:
During lumbar laminectomy, oil leaked into sterile field and patient. Back up unit was used and no significant delays or injuries were reported. No additional information was available regarding the incident. Based on the available information it is not possible to rule out the use of excess irrigation or antibiotics in response to the event.